Manufacturer narrative:
There is no allegation against the performance of this product. The product is being evaluation in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient's right ventricular (rv) lead exhibited loss of capture one day post implant due to a perforation which was confirmed via echocardiogram. A temporary pacing lead was placed and the patient was admitted to the intensive care unit (ICU). A revision procedure was performed and the entire system was removed from service. No additional adverse patient effects were reported.